Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient reported losing central eyesight in one of their eyes. No treatments or interventions were reported, and the patient stated they would follow up with an ophthalmologist as they do have a history of ocular issues. The vision issues are still ongoing, and no further complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.